Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch. Unit received with faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error. The customer¿s blood glucose was 159 mg/dl. The customer states that the pump was out battery of battery and it keeps alarming. Customer reports they received a critical pump error image on the pump screen. Troubleshooting was performed for critical pump error. The customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.